Event description:
It was reported that the rv lead was capped and left in patient due to decreasing sensing. During the same procedure the ICD was prophylactically exchanged as it is affected by a field safety corrective action, bio-lqc, initiated in march 2021. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead under complaint was not returned for analysis. This report is therefore only based on the analysis of the ICD itself as well as the inspection of the quality documents associated with the manufacture of the lead and the ICD. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Subsequently the device was interrogated. The interrogation could be properly performed and revealed the mos1 battery status. The device was implanted for 41 months and 13 charging cycles were recorded in the devices memory. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. The memory content of the device was analyzed. During analysis of the available iegms noise was observed in the ventricular channel. However, there was no indication of a device malfunction.